Event description:
It was reported that the patient fell (B)(6) 2013 after a change in his bp medication. The patient stated he blacked out, fell, and woke up in the ER. The patient knew he fell right on the pump because the scab from when he fell was right over the pump. Since then he's been experiencing "mild to severe" withdrawal symptoms. The patient experienced nausea and headaches. The patient has had 2 refills since the fall, one was on (B)(6) 2013 and he does not remember when the previous one was after the fall. After the first refill he heard a "pop" from around the pump and then felt a cooling sensation underneath the skin. At the (B)(6) 2013 refill they heard the pop but the patient did not feel the cooling sensation. It was further reported that 2 weeks after the fall, the patient squatted down to pick up their wallet and their mid back popped like before with their lower back when the patient had "all these surgeries." The patient had underwent 13 back surgeries, and the patient's upper back was now "gone". A catheter dye study was performed but no issue was determined so they ordered an MRI. A "bunch of tests" were ordered, and in regards to MRI's the patient had difficulty lying down for long periods of time. The patient was noted as being unable to lay flat, so an open MRI where the patient could stand was being planned. The pump implanting physician was unable to determine was the issue was. The health care provider (hcp) would not turn the pump up anymore; the pump was delivering at a high dose rate. The pump was used to deliver clonidine, baclofen, and dilaudid (hydromorphone) additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient was "really getting sick" at the time of the initial report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8703w, lot# l36543, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).